Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Decreased sensitivity. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation and all five filars of proximal coil were fractured at 23.1 cm from the connector pin. The distal insulation was damaged in the same area, all were due to clavicular crush.

Event description:
It was reported that the right ventricular lead exhibited noise, decreased impedance and an insulation breach. The lead was explanted and replaced.